Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a piece of plastic was found in the eye after implantation of a preloaded intraocular lens (iol). The piece was taken out with tweezers. The doctor believes it came from the iol cartridge. Unfortunately, nothing was retained. Account indicated that this problem is being reported for the first time; however, it has occurred 2-3 times in the last few weeks. No further information was provided.a separate report will be submitted for the specific incident with known event date; incident that has just been provided.